Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal association exists between continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty select cycler and the patient¿s abdominal hernia which required outpatient hospitalization for surgical repair of the hernia. Based on the available information, it cannot be concluded if the liberty select cycler caused or contributed to the hernia event. Should additional information become available, this investigation will be reevaluated accordingly.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s registered nurse on an unrelated event revealed the patient underwent an abdominal hernia (type unknown) surgery on (B)(6) 2018. The details of the procedure are unknown. The pd nurse stated the patient had a preexisting abdominal hernia, however it was not repaired prior to initiation of pd therapy. The patient transitioned to hemodialysis for renal replacement therapy for several weeks (dates unknown) to rest their peritoneum. It was reported the patient had completed their last hemodialysis treatment on (B)(6) 2018 and was scheduled to resume pd therapy. The patient is reported to have fully recovered from the event of hernia repair.